Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the patient came in for postop checks, their vision was not clear and it turns out on refraction that the axis is very different from that recommended by the iol calculator. Based off the calculations, implanting a zct300 ou (both eyes) along a slightly different axis appears to be the cause of the unexpected post-op refractions ou, as it would induce significant residual astigmatism. Secondary procedures nor explants have not been done yet. The doctor is opting between iol rotation (per patient consent) or yag capsulotomy in the right eye, od. The doctor commented "I would certainly cancel the yag until after the attempted rotation, if the patient consents to rotating the iol." Options suggested to the doctor for the patient's left eye (os), notes that a lens rotation would not significantly reduce the residual refraction and therefore, a lens exchange or refractive procedure can be considered. Doctor stated he should offer the patient a prk (photorefractive keratotomy) for her left eye, if her refraction remains stable. No further information has been provided.

Manufacturer narrative:
Additional information: additional information was received confirming the serial number for the lens implanted in the right eye to be sn (B)(4). The following updates to the initial report are being filed to reflect the correct serial number. Furthermore, it was learned that the patient has unstable corneas and may improve spontaneously. Serial # (B)(4), UDI # (B)(4), expiration date: 02/05/2020. Manufacturing date: 02/05/2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.